Event description:
The pump and a partical catheter were returned without any information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8596, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4). Analysis of the returned pump revealed motor/gear train anomaly and corrosion. An incomplete catheter was returned in segments; analysis of the same revealed no anomaly, acceptable testing. Drug delivered via the device was noted as dilaudid.